Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a button error alarm after replacing their battery. Customer also stated their keypad was unresponsive prior to the battery change. The customer did not bump or drop their insulin pump. Customer's blood glucose was 103 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.